Manufacturer narrative:
Date is estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effect(s) of myocardial infarction and thrombosis, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effect of death referenced is being filed under a separate medwatch report number. The multilink vision devices referenced are being filed under a separate medwatch report number. Article attached titled: 10-year follow-up of patients with everolimus-eluting versus bare-metal stents after st-segment elevation myocardial infarctionna.

Event description:
It was reported through a research article identifying xience v drug-eluting stents and multilink vision bare metal stents that may be related to the following: myocardial infarctions, stent thrombosis, target vessel revascularization, and deaths. Details are listed in the attached article, titled "10-year follow-up of patients with everolimus-eluting versus bare-metal stents after st-segment elevation myocardial infarction."